Manufacturer narrative:
Device evaluated by manufacturer: a field service engineer (fse) found that the customer was using the wrong end of the end-marker, causing the reported error message 2300 s.loader step feed failure. The fse instructed the customer to use the correct position on the sample loader of the aia-900 instrument. The customer resumed normal instrument operation. No further action was required by the fse. The aia-900 instrument, serial (B)(4), was installed at the account on 23-aug-2017; complaint and service history reviews were conducted from 23-aug-2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed and states the following: 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 2300 s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. Chapter 5 system preparations provides instructions on end-marker placement on the sample loader. Chapter 8 system operations under step 8.5.3, addition of assays, states end-marker or an empty sample rack is required for each batch unit. The most probable cause of the reported error message " 2300 s.loader step feed failure" was due to the operator using the wrong end of the end-marker on the sample loader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
It was reported that the customer received error "2300 s.loader step feed failure" with their aia-900 analyzer. The customer stated that five runs were aborted because of the error and the racks lifted up as they were moving out of the sampling position. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alfa feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.